Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of inappropriate auto mode switch due to far r wave oversensing were observed on an electrogram. Upon further review, noise or oversensing on atrial channel was noted. Programming changes were made. There were no adverse consequences for the patient, and the patient will be followed remotely.